Event description:
Customer reported a low flow output from the anestar anesthesia delivery system, which may have affected anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system. Corrections included replacement proportional valve and valve membranes. System was calibrated and safety tested to factory's specs.